Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Gallinet, di, pl. Clappaz, et al. (2009). Three or four parts complex proximal humerus fractures: hemiarthroplasty versus reverse prothesis: a comparative study of 40 cases. Orthopaedics and traumatology: surgery and research 95(1): 48-55.

Event description:
One superficial infection, treated by antibiotics.